Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely with their right atrial leadless pacemaker exhibiting multiple automatic mode switch episodes. It was unknown if the episodes were appropriate or not and what the root cause of them was. Patient had no consequences and no intervention was reported. Further information was requested but not received.